Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The available iegms confirmed the presence of artifacts in the rv channel, which led to the detection of vf episodes. No shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. The high pacing impedance values could not be confirmed in the provided data. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that about 54 months after the implantation high pacing impedance values were observed (between 2000 and 3000 ohms) on this lead. Furthermore, oversensing was noted. No shocks were delivered. The lead was capped and a new lead was implanted. No adverse patient side effects were reported.